Manufacturer narrative:
The product has been returned to the manufacturer, but is pending investigation. Once the investigation is completed a supplemental report with our findings will be submitted. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) "blind" insertion (x-ray was not used during procedure) that the initial insertion was failed. Autofill failure occurred when second attempt was made to insert. Replaced iab to continue therapy. No patient injury was reported.

Manufacturer narrative:
The product was returned with the membrane completely unfolded and traces of blood on the exterior of the catheter. The extension tubing was also returned. Dried blood was found occluding the inner lumen. The occlusion was unable to be cleared. A laboratory insertion test was unable to be performed due to the membrane being unfurled. An underwater leak test of the balloon, catheter, y-fitting, extracorporeal and extension tubing was performed and no leaks were detected. Three kinks were found on the catheter tubing approximately 24.6cm, 34.3cm and 76.2cm from the iab tip. The technician attempted to insert a 0.018¿ laboratory guide wire through the inner lumen of the returned iab and found that the inner lumen was occluded. The technician was unable to clear the occlusion, however evidence of dried blood was observed at the tip of the guide wire. The optical fiber was found to be broken within the catheter tubing approximately 76.2cm from iab tip. The iab was placed on the cs300 pump and pumped for two hours which represents one complete auto fill cycle. The iab pumped normally and no alarm sounded from the pump. We are unable to confirm the reported difficulty during insertion because of the returned condition of the catheter and we are unable to mimic the clinical setting. The evaluation determined there was a kink in the catheter. It is difficult to determine when or how a kink in the catheter occurs. Although we did not repeat the alarm event in the laboratory setting, a kink in the catheter can cause an alarm. A device and lot history record review was completed for the reported product. No non-conformances were found that are considered to be related to the event. (B)(4).

Event description:
It was reported that during intra-aortic balloon (iab) "blind" insertion (x-ray was not used during procedure) that the initial insertion was failed. Autofill failure occurred when second attempt was made to insert. Replaced iab to continue therapy. No patient injury was reported.